Event description:
Per the audiologist, the patient experienced facial nerve stimulation. The results of an integrity test indicated malfunction of the receiver stimulator. Explant and reimplantation is planned but had not taken place at the time of this report in 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.